Manufacturer narrative:
This report is filed on july 02, 2019. - attachment: [143808 device analysis report.pdf]

Manufacturer narrative:
This report is submitted on may 29, 2019.

Event description:
Per the clinic, the patient experienced a performance decrement with device use resulting in the decision to explant the device on (B)(6) 2019. The patient was reimplanted with a new device during the same surgery.